Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The cause of the reported event was due to a blood clogging the helix at the helix region and an over torqued inner coil at the connector region due to procedure damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead exhibited an inability to extend the helix. The rv lead was not used and was replaced. The patient was stable.